Manufacturer narrative:
Additional information was received that the physician believed that the patients battery had flipped and it was not charging efficiently. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the implant moved periodically into a vertical position and patient was experiencing pain in the implant site when moving. It was noted that the implant could be moved using the patients finger. It was unknown if there was actual skin breakage. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the implant moved periodically into a vertical position and patient was experiencing pain in the implant site when moving. It was noted that the implant could be moved using the patients finger. It was unknown if there was actual skin breakage. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the implant moved periodically into a vertical position and patient was experiencing pain in the implant site when moving. It was noted that the implant could be moved using the patients finger. It was unknown if there was actual skin breakage. No further information could be obtained.